Event description:
The end user in charge of managing all aeds for us marshalls service discovered this AED was not powerin gon after charging for 24 hours. There was no response from the AED when the power button was pressed, when prompted to do a status check and when the pad cartridge was removed. Additionally, there were no buttons or lights flashing at any time.

Manufacturer narrative:
Avive has reported all information available at this time. A follow up report will be submitted once the investigation is complete.